Event description:
Burn/blister/ painful [burns second degree]. Heatwrap was so hot [product quality issue]. Case description: this is a spontaneous report from a contactable consumer through a non-clinical-study program brand websites for division consumer healthcare (B)(6). A female consumer of an unspecified age and ethnicity started to receive (B)(6) via an unspecified route of administration from 2014 for back pain. Relevant medical history and concomitant medications were not reported. In (B)(6) 2015, the consumer stated the heatwrap was so hot that she developed burn blisters which were painful. The action take in response to the event for thermacare heatwrap was unk. The outcome of the event was unk.

Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Company clinical eval comment: based on the info provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the info provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Follow-up (06/22/2015): follow-up attempts completed. No further information expected. Follow-up (06/21/2015): this follow-up report is being submitted to amend previously reported information: updated usage of device. This case is reportable as a final 10-day EU and 30-day FDA medical device report.